Event description:
It was reported that the pt recently had to have some dental surgery in which he had to have an anesthetic. During surgery, they secured the magnet across the vns implant to turn it off. This has been done before on him and he has been ok. However, on this occasion his seizures have deteriorated quite badly since having this treatment. Attempts for further info have been unsuccessful to date.